Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of clotting/skin breakdown due to an inserted PICC cannot be confirmed due to the condition of the sample, as well as unknown clinical conditions. The sample returned consisted of four photographs, apparently of a patient. Visual observation found that the photographs showed a lesion of some kind, wherein redness and the appearance of a bruise or similar was evident. The skin appeared wrinkled in the area of this lesion and some of the top layer of skin appeared to have come off. No catheter was present in any of the photographs. One of the photographs showed an area of skin which was apparently not affected like the area of skin shown in the other photographs. However, blood vessels were visible and appeared to be raised. Although a lesion was found depicted in the returned photographs, no link can be objectively determined between the catheter and this patient condition with the photographs and evidence available. The complaint therefore cannot be confirmed. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states the following: "possible complications: ¿hematoma. Hypersensitivity, anaphylactic or anaphylactic-like reaction during placement1, positioning1, flushing2 of catheter or cleaning of catheter exit site3. Intolerance reaction to implanted device. Perforation of vessels or viscus. Phlebitis. Venous thrombosis. Risks normally associated with local or general anesthesia, surgery, and post-operative recovery¿ ¿contraindications. The device is contraindicated whenever: the patient is known or is suspected to be allergic to materials contained in the device. Previous episodes of venous thrombosis or vascular surgical procedures at the prospective placement site. Local tissue factors will prevent proper device stabilization and/or access.¿ a lot history review (lhr) of rebs0121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient had PICC placed on (B)(6) 2017, and was removed on (B)(6) 2017, due to a blood clot and break down of the skin. It was stated that the patient may be reacting to the material in the line. A new PICC was placed.